Event description:
Customer reports to have five infusion sets which malfunctioned. Customer reports to have received no delivery alarms with two infusion sets and three that were occluded or clogged. Customer's blood glucose was over 200 mg/dl. Customer was not able to troubleshoot as these were past events. Customer was advised that infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.